Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c2tr01 implantable pulse generator, (B)(6) 2011; 4195 implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that product performance data was reviewed and classified as noise and inappropriate device detection. It was further reported that the device detected episodes of monitored atrial tachycardia (at)/atrial fibrillation (af); however the investigator indicated the episodes were oversensing/noise. The right ventricular lead and device remain in use. The patient was enrolled in the block hf clinical study. No patient complications have been reported as a result of this event.